Manufacturer narrative:
The clinical data file was returned to zoll medical for review. Evaluation of the ECG data found that the presented heart rhythm did not meet the device's requirements for defibrillation. The data file shows that the device detected bradycardic organized rhythms and appropriately returned a "no shock advised" prompt. Zoll has determined the device worked as designed and configured and within the limitations of the technology available. This investigation will be closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female pt, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable, the clinician subsequently administered the shock to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.